Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? -- rectum. Was the clip fully advanced into the jaws prior to firing? -- yes. Was there any torquing or twisting of the device present at the time of firing? - no. Was any unexpected resistance felt while firing the trigger? -- no. Were any unexpected noises heard? -- no. If so, when? - n/a. Did anything unexpected happen prior to this incident? --no. Was the device fired after this incident in or out of the patient? - the doctor commented that he had not fired the device, but a nurse might have fired. What were the indications for surgery? -- the information was not provided from the hospital. What was found? -- the information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? -- the information was not provided from the hospital. If so, what? -- the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? -- the information was not provided from the hospital. If so, whom? -- the information was not provided from the hospital.

Event description:
It was reported that during a total gastrectomy and a colectomy procedure, the jaws could not be opened at the 2nd firing. Another device was used to fire the clips on the specimen side and the patient side, and cut the tissue between the clips. Then the operation finished. There were no adverse consequences to the patient. The doctor was use to the device.